Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, nodules and lump are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and skin irritation: precautions ¿ patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. Adverse events per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment, possible treatment site responses after injection with juvéderm voluma® xc include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Health care professional instructions 9. The injection technique for juvéderm voluma® xc with regard to the angle and orientation of the bevel, the depth (subcutaneous and/or submuscular/supraperiosteal) of injection, and the quantity administered may vary depending on the area being treated. Injection of juvéderm voluma® xc too superficially (intradermally), or in large volumes over a small area, may result in visible and persistent lumps and/or discoloration. 11. Juvéderm voluma® xc should be distributed in small aliquots (small boluses of 0.1 ml to 0.2 ml) over a large area to reduce the risk of persistent lumpiness.

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in the cheeks and along the jaw line. A few weeks later the patient was injected with juvéderm® volift¿ with lidocaine in the nasolabial fold and marionettes. Prior to injections the patient was prepped with alcohol and chlorhexidine. Three months later, the patient had cool sculpting on the double chin. One week later, the patient noticed swelling and lump on the right prejowl area. Five days later, the patient developed another lump on the left prejowl area. Patient was treated with colchicine. Patient later developed nodules in both injection sites and was treated with prednisone, clarithromycin and hyaluronidase. Patient concomitantly takes lipitor, aspirin and bisoprolol. This is the same event and the same patient reported under MDR ID #3005113652-2017-01101 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm¿ voluma¿ with lidocaine, also a device manufactured by allergan.